Manufacturer narrative:
Visual inspection of the product: scratches. Recording of the opening pressure setting upon receipt: 4 cmh2o. Brake function test: function given. Measurement of plan parallelism of the housing: within the tolerance. Permeability test: not permeable measurement of the opening pressure at the computer test bench: not applicable due to the determined blockage adjustability test: not adjustable measurement of the braking force: not measurable due to non-adjustability disassembly of the product with visual inspection of the interior: visible dried bloody deposits after moving the stuck rotary disc, thicker dried, bloody deposits were found which impaired the adjustability summary of the investigation results: in advance, we would like to point out that the product sent in was not inserted in liquid at the time of delivery. Dried deposits can influence the function of the products, which can affect the results. Despite this, we have examined the valve. According to the investigation results, a non-adjustability and a blockage of the progav were detected. The visible dried, bloody deposits led to the functional deviations. A manufacturing defect can be ruled out based on a visual inspection of the interior. The valve's mechanical components show no deviations from the specifications. Deposits caused by substances naturally present in the patient's body, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic material can affect the integrity of the valve.

Event description:
The complained device was returned to the manufacturer and the investigation has been completed.

Event description:
It was reported that a progav shuntsystem (#fx434-t) was to be implanted during a procedure performed on an unspecified date. According to the complainant, the shunt system could not be adjusted in the preoperative testing. No patient complications were reported as a result of the procedure. The complained device was not yet returned to the manufacturer for evaluation.

Manufacturer narrative:
Manufacturing site evaluation investigation on-going. Should relevant additional information or the investigation results become available, a supplemental medwatch report will be submitted.